Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka, while utilizing an ns vis adpt guide lgnp kit, an 15mm insert was used as a consequence of excessive tibia resection. Surgery was resumed, without any delay, with the same device. No further complications were reported.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that no clinical factors had been identified which would have contributed to the reported event. Per the patient alignment, it shows a pre-op full leg varus deformity; however, does not provide insight into a definitive root cause of the reported event. The patient impact included the reported excessive tibial resection with a subsequent unplanned insert to treat the event. It is unknown if the native joint line was maintained or if it may increase the risks for future knee joint interventions. Further impact could not be determined, although a transient rehabilitation phase would be anticipated. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the instructions for use documents for visionaire¿ patient matched instrumentation with fastpak instruments revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review made by the quality engineering team revealed that after evaluation, no root cause could be found for the complaint. All parts of design were within visionaire standards. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.